Event description:
Surgeon placed 100 cc stabilization matrix with mis in percutaneous technique. Screw caps were additionally cemented. After 3 months there was the back out of the screw from the vertebral body and revision surgery was necessary. During removal, there was a problem of cold welding and the cap did not break away from the screw.

Manufacturer narrative:
Investigation is on-going. No conclusion can be drawn at this time.